Event description:
It was reported that the patient experienced seizures over the last year that had become worse. The patient was admitted to the hospital and advised to turn the stimulation off. It was unknown if the seizures were device-related. No further actions have been taken and no additional information has been able to be obtained despite good-faith efforts.